Event description:
It was reported that during the pta treatment procedure, difficulty was encountered removing the synergy balloon dilatation catheter. Following treatment of the lesion in the right common iliac artery with five balloon inflations, resistance was encountered withdrawing the device. The balloon catheter and sheath were successfully removed together. No patient injuries or complications were reported. The patient's status was reported as `good'.